Event description:
Severe dry eye / sleep problem. I've suffered vision problems and severe dry eye after prk surgery. I cannot open my eyes in the morning without first inserting drops. If I ever open my eyes in the morning without drops, I have the sensation of scratched cornea and my eyes begin to weep and I cannot open them for mins at a time. This has made it naturally difficult to wake up. I also have fears of starting a family and being able to care for an infant if I cannot wake up and see on command. This surgery had severely affected my quality of life and had I been made aware of this possible outcome, I would not have done it in the first place. FDA safety report ID# (B)(4).